Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced low blood glucose level. Customer¿s blood glucose level was 42 mg/dl at the time of incident. Customer had to glucagon because insulin pump was not working. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer was assisted with troubleshooting for low blood glucose level. The customer will discontinue to use the device.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0871 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over/under delivery anomaly noted during testing. In further full review of the pump history on the event date of [event date] found bolus deliveries of: 0.05u at 00:04:33.000, 0.1u at 01:04:35.000, 0.1u at 02:04:35.000, 0.05u at 03:04:33.000, 0.025u at 05:16:01.000, 0.025u at 06:04:33.000, 1.675u at 09:07:17.000, 0.025 at 10:09:35.000, 0.075u at 11:04:35.000, 0.1u at 12:04:35.000, 0.05u at 13:09:35.000, 0.025u at 15:19:35.000, 0.1u at 16:04:37.000, 0.025u at 17:39:35.000, 0.075u at 18:34:39.000, 0.075u at 19:04:37.000, 0.025u at 20:04:36.000, 0.1u at 21:04:39.000, 0.075u at 22:04:39.000 and 0.075u at 23:04:37.000. ¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay. No device problem found during full functional testing. Unable to verify customer alleged for low bgs. Alleged low delivery not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.